Event description:
It was reported that the implants at tooth sites #8 & 9 were removed due to bone loss. Calcitek implants placed in 1995 by another provider. Evaluation showed bone loss and mobility. Purulence upon probing. Implants and granulation tissue removed and area bone grafted. Graft type: allograft.

Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. Multiple reports are being submitted for this event. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent.